Event description:
It was reported that there was a broken implant inserter and a broken t-25 stardrive shaft for matrix sitting out on the counter. There was no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed all six of the lobes were broken off up to approximately 0.5mm from the drive tip. The drive will no longer retain a screw. Evaluation of the design indicates that it is acceptable for the intended use. Therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. This is report 2 of 2 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.

Event description:
This is report 2 of 2 for complaint (B)(4).